Manufacturer narrative:
Additional information: product identification has been added to blocks b.5 and d.4. Correction: lot number has been corrected in block d.4. Additional manufacturer narrative: the device will not be returned for evaluation, but photographic evidence has been provided. Although evidence of the patient burn was not provided, it can be confirmed that a device malfunctioned based on the photographic evidence. The device appears to have charring on the pad. Root cause cannot be determined, however, based upon photos and the IFU, etc.; a possible cause of this event could be excessive current. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 38 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised use of surefit dual dispersive electrodes on pediatric patients in high current procedures exceeding 500 ma and maximum cumulative activation time of 60 seconds in any 120 second period can result in electrosurgical burns or poor electrosurgical performance. Surefit dual dispersive electrodes are for use on patients weighing more than 2.2 kg provided there is sufficient surface area to ensure full contact of the pad with the patient¿s skin. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5169330 received from the FDA on 30apr25. A search of the complaint system has not found a complaint reported for a similar device during this timeframe. The report indicates that a surefit dispersive electrode, device number not reported, was used in a procedure on (B)(6) 2025 and ¿at the conclusion of a robotic-assisted hysterectomy with lymph node dissection, the bovie pad was removed from the patient's right thigh, and a small burn was noted on the patient's skin at the edge of the where the bovie pad was placed. (Conmed surefit dispersive electrode).¿. The type of event was indicated as a ¿serious injury¿, however, specifying the health effect impact as a ¿superficial (first degree) burn". The medical device problem was noted as a ¿patient device interaction problem¿. There was no report of medical/surgical intervention, or extended hospitalization for the patient. A good faith effort has been made to obtain further information which has not been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. Update: the device has been identified as the 410-2000, surefit, dual dispersive electrode, contact quality monitor.

Event description:
This complaint was created due to the receipt of a medwatch report: mw5169330 received from the FDA on 30apr2025. A search of the complaint system has not found a complaint reported for a similar device during this timeframe. The report indicates that a surefit dispersive electrode, device number not reported, was used in a procedure on (B)(6) 2025 and ¿at the conclusion of a robotic-assisted hysterectomy with lymph node dissection, the bovie pad was removed from the patient's right thigh, and a small burn was noted on the patient's skin at the edge of the where the bovie pad was placed. (Conmed surefit dispersive electrode).¿. The type of event was indicated as a ¿serious injury¿, however, specifying the health effect impact as a ¿superficial (first degree) burn". The medical device problem was noted as a ¿patient device interaction problem¿. There was no report of medical/surgical intervention, or extended hospitalization for the patient. A good faith effort has been made to obtain further information which has not been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.